Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (unknown concentration), dose 160 mcg/day via an implantable infusion pump. Indications for use included intractable spasticity, and cerebral palsy. Information regarding other medications the patient was taking at the time of the event, the event date, and patient medical history were not available to the reporter. It was reported that the patient had good response initially after implant for a "few weeks." The patient then began to experience increasing tone. They tried multiple dose increases with no response. Single boluses were tried with some response for a few hours, but then they were back to baseline tightness. Flex dosing was tried as well with programmed boluses with no response. There were reportedly no environmental, external, or patient factors that may have contributed to the issue. X-rays were also completed and were normal. The patient status at that time was "alive-no injury." The patient was admitted and had a catheter revision on (B)(6) 2016. A new catheter was implanted, and the daily dose was reduced from 160mcg/day to 40mcg/day, 500mcg/ml concentration.

Manufacturer narrative:
(B)(4). Catheter analysis results revealed that the catheter body was melted at or after explant and this didn¿t affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.